Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak ¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature readings from patients on the pump were inaccurately stuck at 99.9°f with the bardex temperature sensing foley catheter. (Lot numbers - nghn5188, nghu0268 and nghq2985)

Event description:
It was reported that the temperature readings from patients on the pump were inaccurately stuck at 99.9°f with the bardex temperature sensing foley catheter. (Lot numbers - nghn5188, nghu0268 and nghq2985)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.